Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed that system did not boot up. Upon troubleshooting, fse found that no network activity on the host pc. Host pc was defective. The cause of the host pc failure could be determined by the supplier's part analysis and most likely it is found the motherboard is defect. To resolve the issue, fse replaced the host pc and reinstalled the system software. After replacing the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.